Manufacturer narrative:
The device was returned and evaluated. There were no abnormalities on the device that would contribute to the reported complaint. The root cause could not be determined from the reload. The issue will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted.

Event description:
During a lung biopsy procedure using a plcr60b with an i60, the device was fired resulting in uneven staple formation for approximately 25cm of the staple line, while the rest formed correctly. Another device was used to complete the transection and the patient is doing fine.